Event description:
It was reported that approximately 22 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, decreased range of motion, femoral and tibial loosening. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitants: optetrak tibial tray, posterior stabilized (ref no. (B)(4), sn (B)(6). Optetrak tibial tray, trapezoid, cemented (ref no. (B)(4), sn (B)(6). Optetrak fluted stem extension femoral and tibial (ref no. (B)(4), sn (B)(6). Optetrak tibial insert (ref no. (B)(4), sn (B)(6). The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
Report number: 1038671-2024-02711 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h10 the following sections were corrected: d1 d4- catalog, serial number, and UDI unknown d10- concomitant devices unknown g3- 510k unknown h6 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion, femoral loosening, tibial loosening and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.